Manufacturer narrative:
Additional information: the event was not treated with blood transfusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the cx and lcma. Approximately 7.5 months post index procedure the patient suffered type 2 mi. The patient was treated with blood transfusion and medication and recovered. The investigator assessed the event as possibly related to the anti-platelet medication and not related to the index device.